Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. It was reported the lead had pulled back. An invasive procedure was performed and another manufacturer's ra lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.